Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. There was no moisture damage found on the electronics assembly or motor. The device had normal operating currents and no unexpected off no power or low battery alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's husband reported via phone call button error alarm, moisture damage and high blood glucose levels. Customer's blood glucose level was 500 mg/dl. Troubleshooting for button error alarm was performed. Customer advised the insulin pump was exposed to moisture via perspiration. Customer was on a train and they were sweating heavily while wearing the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.